Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the new battery cap. Customer stated that the insulin pump had a scratched display. Customer's blood glucose was 120 mg/dl. Customer stated that the pump was not dropped or exposed to moisture. Customer stated that the battery compartment and spring were not damaged or corroded. Customer inserted a new battery but then received a blank display. Insulin pump will need to be replaced. Customer was advised to discontinue using the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube connector not plugged in properly. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.